Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.00 diopter, in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged with a longer lens and the problem was resolved. The patients post-op best corrected visual acuity (bcva) was 20/40 (pre-op bcva was 20/20) so claim # (B)(4) (MFR report # 2023826-2020-00408) was opened. To date, the bcva has not increased but vault is better. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5 - it should have been specified that the lens was explanted and replaced in a seperate surgery on the same date. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).